Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the broken piece was returned and the device was used. It was reported that the device received a red light and would not activate prior to use and the dissector prongs on the device were bent. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the waveguide was found to be broken. The most likely root cause was traced to a component failure. This issue can occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, one device jaw was stuck, the jaws could not be opened normally, and the jaw opening angle was smaller than normal. Two device had a red light prompts and dissectors prongs was bent or missing. Two devices had a red light prompts. They replaced the device to complete the case. There was no patient involvement. Medtronic investigation states that the tip of the waveguide had fractured and disengaged. The broken piece was returned.